Manufacturer narrative:
One unused sample of the same lot was returned for evaluation. Sample included of a sealed tray with a tracheostomy device (8mm), consisting of a white connector, flange, blue inflation line, tube and deflated cuff; with inner cannula and obturator. According to the reporter, the leak occurred where the cuff adheres to the tube. Tray was opened and unused tracheostomy device removed from the tray. Visual inspection of the tub cuffed area with unaided eye revealed no defects. A complete cement seal, approximately 2.5 mm, was observed on the full circumference of the tube with smooth transition. No ridges or visible bubbles or lifted edges were observed on the seal. The cuff was inflated with air and left overnight. No deflation was observed. Tracheostomy tube was then submerged entirely under water to check for leaks. No air bubbles were observed on the water surface that would indicate a leak. As the actual compromised sample was not returned, no further product evaluation could be performed and the reported issue could not be verified.

Event description:
It was reported that product was tested prior to use; however following 19 days of use, leaking occurred. This required an emergent tracheostomy tube change. No permanent adverse health outcome resulted from this event.